Event description:
It was reported that when a patient presented to the hospital for a discharge check from the previous day implant, high voltage lead impedances was suspected. High voltage lead impedance graph showed no measurements, possibly from air or edema in the pocket. Possible connection issue was also suspected. The patient will be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.